Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device control head will not go up and down. The angulation becomes locked and cannot disengage. There were no reports of patient involvement.

Event description:
It was observed during the device inspection, that the bending section of bronchovideoscope could not be controlled at all due to corrosion on the angle mechanism. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the bending section was corroded due to leakage from the biopsy channel, and the angle was not able to be operated since the wire and the coil were stuck; however, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: operation manual 3.2 inspection of the endoscope. Olympus will continue to monitor field performance for this device.